Event description:
On 28 march 2022, senseonics was made aware of an incident where user reported that the insertion site was infected due to insertion.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Development of infection at insertion site is a known and anticipated potential adverse effect, which does not require additional investigation per (B)(4). User was unresponsive to the follow up communications to gather more details. The issue was discussed with the management who thought it would be better if the user consult his hcp for further assistance. However, based on the user's recent experience, it seemed like user cannot tolerate eversense cgm system and an alternative cgm would be better solution for him. No further resolution was possible for this complaint due to lack of response from the user. H6. Investigation conclusions updated to 22.